Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was claimed that during patient treatment, the ventilator shut down and did not ventilate. The reported issue has been confirmed during evaluation of the provided problem description, service report and log files. The device was inspected by our field service engineer (fse), and the reported malfunction could not be duplicated. No parts were replaced and returned to the factory for analysis. Therefore, the exact root cause of the failure cannot be determined.

Event description:
It was reported that during patient treatment, the ventilator shut down and did not ventilate. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was claimed that during patient treatment, the ventilator shut down and did not ventilate. There was no patient harm. Problem description, service report and the device¿s logs have been analyzed. The device was inspected by our field service engineer (fse), and the reported malfunction could not be duplicated. Review of provided log files revealed that no abnormal shutdowns were found, all ventilator shutdowns were made with the on/off switch. The ventilator worked according specifications. No parts were replaced and returned to the factory for analysis. Therefore, the exact root cause of the failure cannot be determined.